Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes high capture thresholds and a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received